Event description:
It was reported that during a lap hysterectomy procedure, the jaws of the device got stuck on the tissue. The surgeon had to cut the device off the tissue. There was some bleeding, quantity not known. The pt did not require blood products. Completed the procedure by suturing. The pt is currently stable.

Manufacturer narrative:
Date sent: 03/19/2008. Info anticipated, but unavailable at this time.